Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems leaked blood when the needle was retracted. The following information was provided by the initial reporter: "as of today, customer is pulling bd nexiva 18 g mfg #383539 from stock with the lot number 2325436 due to four recent product complaints with this specific sku/lot. The catheters are leaking blood at the point where the needle is retracted from the system... And we have 1 report stating ¿upon insertion- IV catheter bent".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems leaked blood when the needle was retracted. The following information was provided by the initial reporter: "as of today, customer is pulling bd nexiva 18 g mfg #(B)(4) from stock with the lot number 2325436 due to four recent product complaints with this specific sku/lot. The catheters are leaking blood at the point where the needle is retracted from the system... And we have 1 report stating ¿upon insertion- IV catheter bent"".